Event description:
A caller reported a malfunction on their pump, but no notable events occurred beforehand. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with completing the reset. Afterward, the malfunction code did not recur, and the customer was informed that they could continue to use the pump. They were also advised to call back if the malfunction code returned, which the caller acknowledged and understood.